Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. He stated the event may be due to the pt being post lasik and questionable preoperative calculations. Additional information has received form the surgeon, who reported the iol is not on the correct axis and is "probable not the correct power".

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts were made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).